Manufacturer narrative:
The product was not returned for analysis. The reporter stated that the 24.0 diopter intra ocular lens (iol) was replaced with a 21.5 diopter iol. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. The 24.0 diopter lens was exchanged for an 21.5 diopter lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the intraocular lens (iol) implantation surgery, the patient experienced intolerant monovision with epi retinal membrane (erm) 01. Hence the lens was explanted and replaced with another lens of same company in a secondary procedure.